Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was found to have a chipped acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction. The most probable cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.